Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump was intermittently triggering an alarm that stopped insulin delivery. Reportedly, the alarm would inform customer to change supplies. Customer was unable to specify the type of the alarm. The customer reported that the alarm was cleared after supplies were changed and insulin therapy was able to be resumed. Customer's blood glucose was 231-300 mg/dl. Customer confirmed that an alternate method of insulin delivery was available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.